Manufacturer narrative:
There are two associated devices in this event, the scope (tjf-q190v) with the stent used in a procedure and the automatic endoscopy reprocessor (oer-pro) in which the scope was reprocessed prior to use after a procedure on the previous day. These are captured in the medwatches with patient identifiers as (B)(6) (tjf-q190v) and (B)(6) (oer-pro). This medwatch is for the patient identifier (B)(6). Due diligence was performed for this event. The customer considers that this event is a singular case, and that the issue is resolved. There have been no other issues with the device, and the device will not be available for evaluation. As such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Olympus endoscopy support specialist (ess) suggested that since the pancreatic stents are very small, the pre-cleaning should be performed immediately after the procedure with a reusable brush, making sure the stent is removed from the scope.

Event description:
A scope had been reprocessed as usual in the device after the procedure the previous day in which a plastic stent had been used. No abnormality had been noticed during the reprocessing, nor was it observed that the cook 5 french plastic pigtail stent that was used in that procedure was still in the scope. The device had not given an alarm to warn of the retained stent in the scope. The scope was therefore considered cleared to be used in a procedure. The scope was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure the following day to put a metal stent in the patient. A plastic stent came out of the device and fell into the patient. The plastic stent was identified to be the one used in the previous day procedure. The stent had not been removed during the reprocessing and was retained in the scope. The plastic stent was removed from the patient. There was no harm or adverse impact to the patient. The procedure was completed with the same scope without any delay. The patient did not need additional anesthesia. Infection is being monitored by the facility. Current status of the patient is not known; however, there is no report of infection as yet. Duration of the procedure is not known. There are two associated devices in this event, the scope with the stent used in a procedure and the automatic endoscopy reprocessor (aer) in which the scope was reprocessed prior to use after a procedure on the previous day.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is probable that the user did not check forceps passage in accordance with IFU before reprocessing the scope. Olympus will continue to monitor field performance for this device.